Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
There was no reported device malfunction and the product was not returned. A review of the lot history record for the reported lot could not be conducted because the part and lot numbers were not provided. The reported potential adverse events of myocardial infarction and thrombosis are listed in the absorb bioresorbable vascular scaffold system (bvss), instructions for use as known adverse events associated with the use of a coronary scaffold. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The patient deaths referenced in b5 will be filed under a separate medwatch report #. ¿article title-prospective, randomized trial of bioresorbable scaffolds vs. Everolimus-eluting stents in patients undergoing coronary stenting for myocardial infarction: the intracoronary scaffold assessment a randomized evaluation of absorb in myocardial infarction (isar-absorb mi) trial¿. The UDI is unknown because the part and lot #s were not provided.

Event description:
It was reported through a research article identifying unk absorb that may be related to the following: myocardial infraction, revascularization, thrombosis, and death. Specific patient information is documented as unknown. Details are listed in the attached article, titled: prospective, randomized trial of bioresorbable scaffolds vs. Everolimus-eluting stents in patients undergoing coronary stenting for myocardial infarction: the intracoronary scaffold assessment a randomized evaluation of absorb in myocardial infarction (isar-absorb mi) trial.